Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. The numbers were not ramping up on their own or the scroll bar was moving with no input. No moisture damage electronic assembly.

Event description:
The customer's mother reported an issue with the keypad. The keypad was ramping and when the buttons were pressed, the keypad was not moving at all. Prior to the event, the insulin pump was exposed to body sweat. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.